Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated insulin pump stopped working and buttons were unresponsive. Customer stated time clock advances. Customer stated they went to the beach but did not entered into water. Customer stated they had broken force sensor was detected during seating or regular delivery alarm. Customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.